Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has contributed to patient injury previously. Devie issue: stent dislodgement. It was reported that the stent came off in the protective sheath when it was removed from the hoop. No patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. Therefore, without the device to examine, no determination can be made as to the root cause of the reported stent dislodgement